Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There was no damage noted to the balloon dilatation catheter (bdc) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the device was inadvertently mishandled during preparation, such that the bdc became kinked and upon further manipulation during attempts to load the bdc onto the guide wire, the hypotube ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in a coronary artery. The 4x15mm trek balloon dilatation catheter (bdc) was attempted to be loaded onto a guide wire (gw); however, the shaft that was still outside the patient's body separated in two pieces. Therefore, the physician discontinued loading the bdc onto gw. Another trek bdc was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.